Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.